Event description:
The reporter indicated that a 13.2mm vticmo 13.2implantable collamer lens of -10.00/1.0/090 (sphere/cylinder/axis) lens tear/break during loading after opening vial. On (B)(6) 2023 the len swa implanted and removed intra operatively. Reportedly the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)